Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were capped and replaced with the same model leads in 2015. The reason they were capped in was not specified. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 4582. Device code: 3190. Ref report: mw5179098.